Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low blood glucose (bg) levels were experienced due to the control iq software; bg value and details pertaining allegation were not provided. Reportedly, the customer kept the control iq sleep mode on to address low bgs.